Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported that on (B)(6) 2021, the laparotomy sponges¿ pull string on the taped sponge came loose from the sponge. It was not radiopaque and took staff an hour to locate and ensure it was not in the patient. An x-ray showed that the pull string was not radiopaque as they had once been historically. They had issues in the past with another size and this needed to be resolved for patient safety. One of the nurses in the room during the incident realized the tape was missing and they did not find it until about two (2) and a half hours after. They were not able to find it on their first search so it created a stressful environment for the remainder of the surgery. They believed that all of the blue tapes were radiopaque and decided to x-ray one sponge to see if it was and that was when they learned that the tape did not have radiopaque, only the piece stitched in to the sponge had the radiopaque part in it. If the piece was radiopaque, they would have just done an x-ray at the end of the procedure. Surgery was continued but paused every thirty (30) minutes to search and look for the piece and this continued for about two and a half hours before they finally found the piece. So the total extra time of anesthesia was probably about forty to fifty minutes. The surgery was delayed by one hour. The patient was fine.

Manufacturer narrative:
The laparotomy sponges (dup1213t) was not returned for evaluation however retained sample of this complained batch was reviewed. Device history record (DHR) the production process was under control without change on equipment, environment, material and product configuration, no abnormity was found during start-up verification. Failure analysis the retain sample of this complained batch was reviewed, the sponge tape was fastened with gauze fabric properly, no tape loose was found after pulled it by force. The connection strength inspection data of this complained batch was reviewed, both in line with specification. The historical complaints was reviewed, we didn¿t receive any complaint of sponge tape come off. The root cause can not be identified. We could not replicate the same issue. The blue string strength test was reviewed and did not notice any under spec or low tensile strength. The potential root cause is that the excessive force may had been applied on the blue string and dislodged from the lap sponge.